Event description:
Device malfunction: none. Adverse event: myocardial infarction requiring intervention. Time of adverse event: approximately 13 months post procedure. It was reported via trial that on (B) (6) 2008, the pt underwent stenting of the pre-dilated 1st obtuse marginal with a xience v stent. Approximately 13 months post procedure, the pt experienced angina and myocardial infarction. The pt was hospitalized and percutaneous coronary intervention was performed. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. The reported pt effects of angina, myocardial infarction, and restenosis, as listed in the product risk assessment and instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design or labeling.